Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure insertion and endometrial ablation was done simultaneously"). The patient had a medical history of thyroid disorder, post-traumatic stress disorder, gestational diabetes, irregular menstruation, schizophrenia, asthma, migraine, dehydration, anemia, chronic headaches, foot surgery, menses irregular, pulmonary embolism, hypothyroidism, generalized anxiety disorder, migraine, depression, clotting disorder, chronic back pain, anxiety, dvt, spontaneous abortion, parity 2, multi gravida, menorrhagia and pelvic pain. Previously administered products included: azelastine and warfarin. The patient had a family history of depression, bipolar disorder, thyroid disorder, alcohol abuse, diabetes, high cholesterol, hypothyroidism and hyperhidrosis. On (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted - the date of insertion was 2015 and essure confirmation test date was (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): essure implants were present in the bilateral fallopian tubes. Contrast proceeded to the proximal markers but not beyond it. Final impression: bilateral tube occlusion by device. [Pathology test] on (B)(6) 2021: a. Uterus with tubes other than neoplastic/prolapse diagnosis: uterus with cervix and bilateral fallopian tubes, resection: cervix and endocervix, inflammation with no atypia identified. Endometrium, benign with features of prior ablation. Myometrium and serosa, no diagnostic abnormality. Bilateral fallopian tubes, benign. Clinical history: pelvic pain, irregular menses. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure insertion and endometrial ablation was done simultaneously"). The patient had a medical history of thyroid disorder, post-traumatic stress disorder, gestational diabetes, irregular menstruation, schizophrenia, asthma, migraine, dehydration, anemia, chronic headaches, foot surgery, menses irregular, pulmonary embolism, hypothyroidism, generalized anxiety disorder, migraine, depression, clotting disorder, chronic back pain, anxiety, dvt, spontaneous abortion, parity 2, multi gravida, menorrhagia and pelvic pain. Previously administered products included: azelastine and warfarin. The patient had a family history of depression, bipolar disorder, thyroid disorder, alcohol abuse, diabetes, high cholesterol, hypothyroidism and hyperhidrosis. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted - the date of insertion was 2015 and essure confirmation test date was on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): essure implants were present in the bilateral fallopian tubes. Contrast proceeded to the proximal markers but not beyond it. Final impression: bilateral tube occlusion by device. [Pathology test] on (B)(6) 2021: a. Uterus with tubes other than neoplastic/prolapse diagnosis: uterus with cervix and bilateral fallopian tubes, resection: cervix and endocervix, inflammation with no atypia identified. Endometrium, benign with features of prior ablation. Myometrium and serosa, no diagnostic abnormality. Bilateral fallopian tubes, benign. Clinical history: pelvic pain, irregular menses. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.